Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed for received photos of the complaint device as the device was not returned for analysis. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The outer orange cover of the valve broke. The carto vizigo sheath was located in the left superior pulmonary vein (lspv). Contrast agent was injected to visualize the lspv and the outer orange cover of the valve broke. The sheath was exchanged. The physician does not believe air enter the patient¿s body and no blood return was noted. No intervention was required. Device investigation details: according to pictures provided by customer, the brim cap appears detached from the hub. A device history record evaluation was performed for the finished device [00001518] number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The outer orange cover of the valve broke. The carto vizigo sheath was located in the left superior pulmonary vein (lspv). Contrast agent was injected to visualize the lspv and the outer orange cover of the valve broke. The sheath was exchanged. The physician does not believe air enter the patient¿s body and no blood return was noted. No intervention was required. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached and broken and the hemostatic valve separated. Microscopic examination in the brim cap surface has shown evidence of enough adhesive that shows that the components was attached. At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin in some place external to the manufacturing environment. A device history record review was performed for the finished device 00001518 number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small. The outer orange cover of the valve broke. The carto vizigo sheath was located in the left superior pulmonary vein (lspv). Contrast agent was injected to visualize the lspv and the outer orange cover of the valve broke. The sheath was exchanged. The physician does not believe air enter the patients body and no blood return was noted. No intervention was required. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
On 5/22/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).